Manufacturer narrative:
Na.

Event description:
The customer questioned results for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. Based on the data provided, the k and cl results are a reportable malfunction. The initial k result was 4.5 mmol/l and the initial cl result was 83 mmol/l. The sample was repeated twice on a different instrument and the k results were both 3.9 mmol/l and the cl results were 99 mmol/l and 102 mmol/l. The repeat results were believed to be correct. The initial results were not reported outside of the laboratory. No adverse event occurred. The customer stated the sample had bubbles. The electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and checked and cleaned the instrument. The fse tightened some loose screws on the vacuum and sipper. Precision test was performed. The investigation was unable to find a definitive root cause, however, the targeted maintenance performed by the fse seemed to have resolved the issue.